Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-mar-2023. H6: investigation summary: two samples were received for quality investigation. One of the samples received was unopened, still in the original packaging. The other sample was not in its original packaging. The customer complaint of misassembled was verified by visual examination. Comparing the samples received with the construction bill of materials indicate that the roller clamp of the assembly is missing on both samples. A device history record review for model 47233e lot number 22099387 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the misassemble is an issue at the manufacturing facility. The manufacturing facility conducted an investigation into the root cause of the issue seen with the sample. It was determined that the root cause of the issue was that the assembler was distracted and did not assemble the extension set correctly.

Event description:
It was reported that 3 bd alaris smartsite gravity set experienced roller clamp missing. The following information was provided by the initial reporter: account states tha item #47233e is missing roller clamp and has excessive bubbles in line.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 3 bd alaris smartsite gravity set experienced roller clamp missing. The following information was provided by the initial reporter: account states that item #47233e is missing roller clamp and has excessive bubbles in line.